Event description:
It was reported that during an angiographic diagnostic procedure in the aorta, the shaft burst at the base of the imager ii diagnostic catheter. The procedure was completed with another imager ii device with no patient complications. Current patient status is reported as 'ok.'

Manufacturer narrative:
The device has been received for analysis, but requries additional investigation which is not complete at this time.